Manufacturer narrative:
The reported event of lead migration cannot be confirmed with product testing alone. As received, both octrode leads had setscrew marks were present on the insertion contact, indicating they were secured in ipg header. No root cause was identified for the reported event.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the leads were explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2020-02173. It was reported that the patient's leads had migrated down to t12. One lead was showing all high impedances while the second lead showed 4 contacts with high impedances. In turn, surgical intervention may take place to address the issue.